Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The 90% stenotic lesion was located in the calcified and extremely tortuous distal left circumflex (lcx) coronary artery. The physician attempted to cross the lesion with three other balloons without success. The maverick2 monorail balloon was able to cross the lesion, but ruptured during the first inflation at 26 atms (rbp = 14 atms). No patient injuries or complications were reported. Patient status is listed as "good."